Event description:
Further information was received from the patient's mother that the patient had several sleep studies completed. It was noted by the patient¿s mother that the vns was off during on of the studies and the patient experienced 5 events. It was noted that when the device was on the patient experienced 35 events. It was noted by the mother that the events occurred within the first 10 seconds of the 30 second stimulation window.

Event description:
It was reported that the patient's sleep apnea had worsened. It was noted that the patient stopped breathing during the night. It was noted that when the vns device stimulated the patient experienced shallow, quick breaths at night. No other relevant information has been received to date.